Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited noise over-sensing. The noise revealed as high ventricular rate (hvr) and causing a false interpretation of the generator. The rv lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct event description should have been "it was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited noise over-sensing. The noise revealed as high ventricular rate (hvr) and causing a false interpretation of the generator. Programming changes were made. The patient was in stable condition." Rather than "it was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited noise over-sensing. The noise revealed as high ventricular rate (hvr) and causing a false interpretation of the generator. The rv lead was capped and replaced. The patient was in stable condition." The correct type of report should have been "product problem" only and there should have no outcomes attributed to adverse. The health effect-impact code should have been "unexpected medical intervention", rather than "additional surgery". The type of reportable event should have been "malfunction", rather than "serious injury".

Event description:
It was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited noise over-sensing. The noise revealed as high ventricular rate (hvr) and causing a false interpretation of the generator. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.